Event description:
(B)(4). Had essure and an ablation in 2012. Found out I was (B)(6) months pregnant (B)(6) 2016. Have to see specialists in (B)(6) next week because doctor thinks my placenta is growing around my bladder.